Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 160756: 60 items manufactured and released on 20-may-2016. Expiration date: 2021-05-05. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient had primary hip surgery on (B)(6) 2017. On (B)(6) 2017, the patient came in due to signs of infection. The infection was confirmed as staph. The surgeon performed a washout and swapped the head and liner. The surgery was completed successfully. On (B)(6) 2023, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner. The surgery was completed successfully.